Event description:
Complainant alleged that while attempting to defibrillate a 34-year-old male patient in cardiac arrest; after regaining consciousness, he remained attached to the AED awaiting ambulance arrival, at that time the device delivered another shock. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation, instead a pdf file was received. The analysis that resulted in a shock (while the patient presented an organized rhythm), has a rate that varies from approximately 166 - 300 bpm. The report indicated that the patient regained consciousness during the event. The cardiac science powerheart user's guide states "cardiac science aeds should not be used on patients that are responsive or breathing normally." The complaint is closed as device was not used based on intended use. Analysis of reports of this type has not identified an increase in trend.